Event description:
Overderlivery reported during biomedical engineering routine preventative maintenance testing. There were no reports of malfunction while in pt service and no incident reports were generated attached to the pump's serial number. No further info is available.